Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 128 mg/dl and 350 mg/dl. The patient reported that the test strip expiration date was 04/25/2025. However, the test strip lot number was not available to verify the expiration date.